Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. It has unsealed packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, saline solution. The tip cap is bent-damaged and dirty. This occurs when the syringe is misplaced in the sterilizer tray. The next tray that goes on top lays on top of the misplaced syringe tip cap inducing the damaged and getting it dirty. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that before use of the 10 ml bd posiflush¿ normal saline syringe three was an issue with foreign matter and the tip cap being damaged. The following information was provided by the initial reporter, translated from japanese to english: when the nurse took the flush out of the box, she found that the package of the product had been opened, the tip cap was damaged and deformed, and suspected dirt on the tip cap surface.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the 10 ml bd posiflush¿ normal saline syringe three was an issue with foreign matter and the tip cap being damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse took the flush out of the box, she found that the package of the product had been opened, the tip cap was damaged and deformed, and suspected dirt on the tip cap surface.